Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-26280. It was reported the pt is experiencing difficulty in recharging her ipg and she feels as if the ipg is moving. The physician suspects that the lead may have migrated. Surgical intervention is pending.